Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. No unexpected numbers ramping on their own noted. Pump received with cracked display window corners.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers were ramping on display screen and buttons were not responding. Customer's blood glucose was 236 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.